Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a blinking red light. Repaired once before by bd in (B)(6) 2020 for hard failure, pump won't turn on. There was no reported patient impact. No further information is available.